Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient (pt) experienced a clabsi (central line associated blood stream infection) coincident with the use of a clearlink duo-vent IV (intravenous) tubing set which was being used with an infusion pump. It was reported that during the infusion, the pt tripped on the IV set, which tugged on the port of the pt¿s central line catheter. At the time of tripping, the pt was receiving an unspecified chemotherapy infusion. The tripping caused the needle to dislodge from the catheter. The catheter port was re-accessed with another needle. Subsequently, the pt developed a clabsi (unspecified). Treatment for the clabsi was not reported. It was not reported if the pt was recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.